Manufacturer narrative:
Although the customer mentioned the pink slide insert was not visible, the device was returned with the pink slide insert in the viewing window as expected. The returned device was deployed and deactivated by the patient. Data extracted from the device showed no timeouts or drive stalls. Device ran for 58 pulses. No defects or damages were found on the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.